Manufacturer narrative:
Part number # 317-85 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed after one hour of pt use, the cuff could not be inflated. It was suspected that extubation and reintubation of a replacement tube was required but the caller could not confirm the info.